Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy and cecal resection, the stapler was able to fire but there was poor staple formation and the specimen stuck to the load which happened with each new staple load. It was noted that a new stapler did not have to be opened to complete the case. There was no patient injury.